Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set became detached which resulted in an unspecified medication not infusing. It was reported a ¿code blue¿ was called ¿on a patient¿ (cardiopulmonary arrest). The cause of the disconnection was not reported. At the time of this report no further detail was provided regarding any treatment, interventions for the event or the patient¿s outcome. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.